Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce in which it has been identified that a complaint with the same failure mode was reported for this serial number. Case: (B)(4) - pyxis drawer not reading cubies. A review of the device history record (DHR) for serial number: (B)(6), covering the manufacturing period beginning on 10-feb-2022, was conducted. The review confirmed that no manufacturing nonconformance's or production-related failures were identified that correlate with the customer-reported issue. The reported condition of "drawer fail" was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order: (B)(4), the field service engineer (fse) reported that replaced retractor bands in drawers 2.1 and 2.2, added pockets and loaded meds and additionally replaced battery with no issues observed. During dchu visual inspection: pn: 353844-01: both units revealed copper strands showing signs of thermal damage. During dchu testing: pn: 353844-01: no testing was performed since signs of thermal damage were observed on the copper strands of the two returned assy retractor dwr hh cubie. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of "drawer fail" was due to shorts between adjacent copper strands of the two "assy retractor dwr hh cubie" (pn: 353844-01). This condition resulted in the localized thermal damage and ultimately compromised the drawer's functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed. The customer attempted to reboot the station, but the issue persisted. As per part investigation, it was determined that there was thermal damage observed on the assy retractor drawer half height cubie. There were no adverse events or injuries reported based on this event.